Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11 the device was not returned to olympus for inspection. However, an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The signal was routed through a non-olympus device. A secondary signal was run from the processor to the main monitor to bypass the non-olympus device. And the signal was showing up correctly. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center lost video signal that occurred multiple times during colonoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to 3002808148-2025-25557 (2/2).